Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced gastrointestinal (gi) bleeding. Patient was treated with multiple units of blood and received a total of three diagnostic tests to access bleeding. The patient was reported to have been discharged from the hospital. The device was not returned to the manufacturer for analysis as it remains implanted. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately six weeks post implantation, the patient called their vad coordinator to report he was having dark tarry stools. He was seen by his internist and found to have a hematocrit of 26%. During his routine vad clinic visit two days later, his hematocrit had dropped to 22%. He was subsequently admitted to the hospital and received a total of two units of blood. The patient was scheduled for an esophagogastroduodenoscopy (egd) and colonoscopy and pill endoscopy, which was unable to identify any source of bleeding. It was reported that the patient stopped bleeding and his hematocrit stabilized. He was discharged home three days later.

Manufacturer narrative:
The device remains implanted on patient. Additional information will be submitted within thirty (30) days of receipt.